Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported anchor broke during procedure, all pieces were removed.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: failed while being implanted in the bone; the anchor did not get into the pilot hole and broke. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on inserter or movement of guide out of orientation. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported anchor broke during procedure, all pieces were removed.